Event description:
A customer contacted a baxter technical service rep (tsr) regarding a system error 2240 alarm that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, the pt line became separated from the transfer set when the connection became loose. No pt injury or medical intervention was indicated at the time of the initial report. The home pt was contacted regarding the reported 2240 alarm. The home pt was unable to recall the details of the incident; however, the home pt was able to confirm that no pt injury or medical intervention was associated with this incident and that therapy has been continuing as usual.